Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A review of the customer provided image revealed the anchor is cracked. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use in a single row rotator cuff repair, during the insertion of the "healicoil knotless pk st" the surgeon noticed cracking and identified the anchor had completely snapped during the descending phase of the anchor into the pilot hole. The correct technique was adhered to by the surgeon but the anchor unexpectedly broke. The implant and all remains were removed from the patient with graspers. A delay less or equal than 30 minutes were reported and the procedure was finished with a smith and nephew back up device in the same hole. No other complications were reported.